Event description:
During preparation of the pump console for use, status indicators revealed that the backup batteries were not being charged as expected. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval is in progress, but no conclusions have been drawn.